Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find the patients and reports on the screen. The technical support specialist (tss) connected to the station and reviewed the event logs and noticed that some entries were missing, with earlier logs replacing recent ones. A consultation was submitted, and a query was run to confirm that the system date had reverted. The tss verified transaction records, ensured the sequence was correct, and saved the results on the local drive for the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the patient details was not showing on screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.